Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cut on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure wires exposed due to cut on the cable. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head wires were exposed during reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the camera head wires were exposed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.